Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning properly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer provided in a good faith effort (gfe) response received on (B)(6)2025 that they had wanted to inquire about the compatibility of their touchscreen. The customer was informed that their touchscreen part was compatible, and they were advised to reinstall the touchscreen and attempt to calibrate it again. The customer completed this and the touchscreen issue persisted, so the customer ordered a replacement touchscreen. Additional gfes are being completed to confirm that the device has been returned to full functionality and has been returned to use. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort response received, the customer confirmed that following the touchscreen replacement, the device has been returned to full functionality and has been returned to use.